Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(6) that has a similar product distributed in the us, list number (B)(6). (B)(6). Transfusion transmitted hepatitis b virus (hbv) infection from an individual donation nucleic acid (ID nat) non reactive donor. Vox sanguinis (2018). Note, the architect methods were used for diagnostic purposes. Prism methods used for testing of the donated unit. The following manufacturer report numbers document the issue for the other methods. Prism hbsag method manufacturer report number 1415939-2018-00092. Prism hbcore (anti-hbc) method manufacturer report number 1415939-2018-00091 architect hbsag method manufacturer report number 3008344661-2018-00046. Architect anti-hbc igm method manufacturer report number 3002809144-2018-00058. An evaluation is in process.

Event description:
A literature article included falsely nonreactive architect hbsag, architect anti-hbc total, and architect anti-hbc igm results for a blood unit recipient. The article included a patient (recipient) that received a donated unit that was falsely nonreactive when tested using prism hbsag and prism anti-hbc reagents. The donor was subsequently diagnosed with an (B)(6)) and hbv dna viral load was detected in the recipient. The following information was provided, however no specific values were provided. An immunocompromised recipient of an implicated (B)(6) red blood cell component of a unit was tested 110 days post transfusion and revealed an hbv dna viral load was detected, 470 iu/ml, however architect method hbsag, anti-hbc (total) and anti-hbc igm were negative. The asymptomatic recipient was treated with entecavir (0.5 mg once daily), hbv dna viral load was detected 121 days post transfusion, less than 10 iu/ml. Genotype c2 sequences identical across two regions of the hbv genome were found in samples from the donor and recipient. Recipient results were positive using architect hbsag and murex hbsag neutralization 121 days post transfusion and negative using architect hbc total, and architect hbc igm methods. The recipient was hbv negative when tested 4 days before being transfused using architect methods (hbsag, anti-hbc, hbc igm) and hbv dna viral load was not detected). The symptomatic donor was tested 108 days after the initial donation, and was (B)(6) using architect methods (hbsag hbc total, hbc igm, and anti-hbe) and hbv dna viral load was detected, 4225 iu/ml.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. The issue was identified in a literature article and the product was not available for return. Additional scientific literature was reviewed with medical affairs related to the complaint issue. During early hbv infection phase, a donor specimen hbv rna per nucleic acid testing (nat) will be detected earlier than hepatitis b surface antigen and antibodies. For the complaint donor specimen, no nat was detected in that early stage of infection; the prism hbsag and prism hbcore assays, as well as the architect hepatitis b assays could not detect any analyte. Labeling was reviewed and found to be adequate. The product package insert limitations of the procedure section includes that if the anti-hbc results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.